Event description:
It was reported the physician selected a 25mm gore® cardioform septal occluder to treat a patent foramen ovale. The patient presented with perioperative atrial fibrillation requiring cardioversion. The atrial fibrillation resolved and the device remains implanted. The patient was discharged the following day.

Manufacturer narrative:
The gore® cardioform septal occluder instructions for use list arrhythmia, such as atrial fibrillation or flutter, requiring treatment as a potential device- or procedure-related adverse event.